Manufacturer narrative:
A series of photos were shared by the customer, where a section of the y-clave is observed to be broken from set #a1141, no additional damage besides the mentioned is observed on the photos. One (1) used. List #a1141, 9.5" connected to, 0.9% sodium chloride injection, usp 10 ml bd syringe was returned for evaluation. As received some residuals were inside the sample and the nano clave was observed to be broken from y-connector. The broken section was visually inspected and a stress within was observed. Complaints of separation can be confirmed, on one side of the plastic the deformation shows stress whiting and on the other beach marks. The probable cause based on this is typically due to unintentional bending force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a smallbore trifuse set, 3 microclave clear was found to break and cause a leak during patient use. The report stated, "quadset snapped off of piv while drawing labs, causing blood to flow on to patient/bed." The packaging was not saved. This is a single-use device that was not reprocessed nor reused on a patient. Sample photos are provided showing the defective device. The device involved in this event is not available in the facility. No other devices were being used on the patient at the time of the event that may have caused or contributed to the event. There was no patient harm reported.